Event description:
Pt receiving morphine intravenous with basal rate and pt controlled analgesia bolus. "Lcd" screen on pump went blank. Pt stopped getting infusion. Pain level 10 (scale 1-10) pt went to ER. New pump delivered to ER.